Event description:
Reporter stated that customer received the following results on two different meters within 1 minute: 166 mg/dl (mobile system) and 66 mg/dl (performa system). The customer had unspecified hypoglycemic symptoms at the time of the results. The customer's parents gave her "some sugar." No further treatment reported. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the performa system. Reference medwatch with (B)(6) for the mobile system.